Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Reportedly an ambulance was called to assist the customer with bg. The ambulance provided liquid sugar shots and a glucose shot to address bg. Tandem technical support reviewed the pump logs and determined the pump was functioning as intended during the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.